Event description:
While using a byte night aligners, patient reported that they have strange symptoms of losing their hair, they awoke with extremely swollen lymph nodes, throat feels close/hoarse, feels like they are having an allergic reaction. This has continued every night they have used the aligners. Requested patient to seek medical advice and stop use of aligners and whitening.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.